Event description:
The surgeon reports a status post left anterior hip replacement done on (B)(6) 2015 now has a periprosthetic fracture. The surgeon decided to reduce the fracture and cable it through the anterior approach. The stem and head were carefully removed. Reduced the fracture, applied 3 cable and re broached with an anato stem to a size 5. A trial reduction was performed and the implants were impacted into place. Surgery was performed without incidence. Surgical site was closed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 1 anato stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reports a status post left anterior hip replacement done on (B)(6) 2015 now has a periprosthetic fracture. The surgeon decided to reduce the fracture and cable it through the anterior approach. The stem and head were carefully removed. Reduced the fracture, applied 3 cable and re broached with an anato stem to a size 5. A trial reduction was performed and the implants were impacted into place. Surgery was performed without incidence. Surgical site was closed.